Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited peeling of the acoustic lens and poor insulation on the ultrasonic probe. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the aware date and the results of the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be march 27, 2024. New information added to the following fields: h3, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the scratch on the rubber tip of the insertion part and for the defective insulation of the ultrasound probe surface. Olympus will continue to monitor field performance for this device.